Event description:
A customer reported the freestyle lancing device ii was not working properly, and as a result the customer experienced hypoglycemia and loss of consciousness. The customer was treated with glucose tablets by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs lancing device ii, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle lancing device ii was not working properly, and as a result the customer experienced hypoglycemia and loss of consciousness. The customer was treated with glucose tablets by a third-party. There was no report of death or permanent injury associated with this event.